Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. Contrast media iopamiron 1:1 was used. The balloon was initially inflated at 12 atmospheres; however, on the second inflation at 15 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.